Event description:
A hosp in a foreign country has reported to us that a rt105 breathing circuit did not pass the evita ventilator leak test before use. After replacing the circuit with another, the leak test passed.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in a foreign country. The product is not sold in USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: no info to date. Results: investigation still underway, no results to date. Conclusions: no conclusion can be made at this time.